Event description:
It was reported that the device was perforated. A synergy xd mr ous 3.50 x 48mm was selected for treatment of the target lesion. During insertion, it was noted that the stent was perforated. The physician exchanged this stent for another, and the procedure was completed successfully. There were no patient complications.